Manufacturer narrative:
Discordant negative grading of major crossmatch testing obtained for patient 2 from (B)(4) exercise 18r10 versus donor y the discrepant negative grading for the crossmatch reaction as reported by the customer was not confirmed. The ortho vision¿ analyzer has functioned as per design. The root-cause of the discordant negative reaction obtained for patient 2 from (B)(4) exercise 18r10 versus donor y could not be confirmed although it could not be excluded that it is sample-related, the anti-s (mns3) antibody being weak and/or at the detection limit of the reagents and techniques used and the donor being heterozygous for s(mns3) antigen. No product failure is identified.

Event description:
Complaint description: a customer complained after obtaining what was described as a discordant negative grading of reaction for major crossmatch testing using ortho biovue system in conjunction with their ortho vision¿ biovue analyser for one proficiency sample. Complainant/complaint reporter: mr. (B)(6), advanced biomedical scientist. Event date: (B)(6) 2018. Reported on: (B)(6) 2018 by mr. (B)(6) to the ortho care helpdesk. Analyzer: ortho vision¿ biovue (B)(4). Software version: 0001825034-2017-09709. Reagents: product code 707450 ortho biovue system anti-igg cassette lot igc043h expiry date 13 april 2019 manufactured on 16 august 2018. Product code 718820 0.8% ortho® red cell diluent lot rcd885 expiry date 23 august 2019 , manufactured on 23 august 2018. Proficiency information: (B)(4) exercise 18r10. Patient 2 containing an anti-s(mns3) antibody donor y known to be heterozygous for s(mns3) antigen the customer said that on (B)(6) 2018, they had tested a plasma sample from patient 2 against donor y of (B)(4) exercise 18r10 for 0.8% major crossmatch in indirect antiglobulin test (iat) using ortho biovue® system anti-igg cassette and 0.8% red cell diluent in combination with their ortho vision¿ biovue analyzer and that they had obtained: an indeterminate interpreation (?) For the test run on (B)(6) 2018 (cassette ID (B)(6) ¿column 6). A negative reaction grade (compatible) for the test run on (B)(6) 2018 (cassette ID (B)(6) ¿ column 2). The customer contacted ortho care on (B)(6) 2018 to state that upon visual inspection of the cassette, they observed some agglutination for the cassette that has been graded as negative/compatible. The customer said that they reported a compatible/negative result for combination patient 2/ donor y to the proficiency supplier on (B)(6) 2018. The customer said that on (B)(6) 2018, they were contacted by proficiency supplier (B)(4) which stated that the expected result of the major crossmatch test for combination patient 2/donor y is incompatible. Customer further stated that donor y is heterozygous for s(mns3) antigen. The customer stated that no patient samples were affected. The customer stated that no patient was harmed as a result of this event.